Event description:
Patient representative reported right side ¿severe pain and discomfort in the breasts¿, ¿stabbing pain and burning sensation", ¿burning in the breasts¿, ¿suffering from the great fear of developing something worse¿, ¿patient¿s concern with the possibility of developing some type of alteration in the health of the breasts due to lymphoma related to the texture of the implants¿, ¿anguish, anxiety and insecurity¿, and capsular contracture (baker grade unknown). The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, ¿patient¿s concern with the possibility of developing some type of alteration in the health of the breasts due to lymphoma related to the texture of the implants.¿